Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge alarm (alarm 3) was received. Customer attempted to load multiple cartridges. Tandem technical support assisted customer with loading a cartridge. Customer's blood glucose was 126 mg/dl.